Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found white foreign material in the air/water tube during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the air/water tube. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the suction cover plate was detached, suction cylinder had no color, forceps did not rise up at all due to a cut on forceps elevator wire, distal end had discoloration, connecting tube had a wrinkle, and that parts must be replaced due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope deflection wheel was defective. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube had white foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.